Event description:
It was reported that the pacemaker was found to be in backup operation. No intervention was performed since the next morning the device was able to pair. There were no patient consequences.